Manufacturer narrative:
Device received with blank display moisture damage to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify full segment or partial display anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose at the time of incident was 120 mg/dl. Customer couldn't do self- testing. Troubleshoot was not completed. Customer stated their insulin pump was exposed to extreme temperature. The insulin pump will be returned for analysis.